Event description:
The pt experienced a loss of therapeutic effect and no stimulation sensation after bending over to pick something where he felt a "pop". The pt also had a problem with the external recharger unit which was not charging the device. The charger unit was replaced. Additional information was requested.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is complete.